Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. Our lot history records review for this lot number did not reveal any discrepancies either in the manufacturing or packaging processes that could be related to this incident. We have not received any other complaints related to a similar issue for devices from this lot number. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality group also samples these device before final packaging to ensure proper blade adjustment. It is possible that the blade was damaged during packaging or during shipping the device to the hospital . Our IFU clearly informs users to inspect the blades for damage and alignment prior to use. In this case, the user properly followed the risk mitigation measures (IFU) and properly identified the issue. Device was not used in the patient. Another valvulotome was used for the surgery.

Event description:
One of the four cutting blades of the valvulotome did not close properly into its housing. The malfunction was detected by the surgeon during pre-use check. So, the defective device was replaced with a new valvulotome.